Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg, the pcb board had failed, which caused the pump to alarm a persistent error code. The pump could not deliver a therapy or be tested because of the persistent alarm. There is no indication that the reported complaint could occur because of this.

Event description:
The initial reporter stated that the pump "stops feed with no alarm". The initial reporter stated that the patient had not experienced any adverse effects, but that they did not have any additional information regarding the complaint. (B)(4).